Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device requires bench repair. No further details have been provided by the customer. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by the philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device needed bench repair. However, subsequent information received indicated that the case and workorder were created in error. The case is no longer required and no further action is warranted.